Event description:
Md, medical doctor, was using a cautery on an electrosurgery force 2 unit when and felt a shock. Md sustained a 1/16 inch burn on right index finger. Md was holding tissue forceps in the right hand near area to be cauterized.